Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "partial deflation of expander, required multiple repeat fills, but the pocket was collapsed due to deflated device". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved and wear abrasion. Leak test and microscopic analysis was performed which identified: striated openings on radius. Based on the device analysis the final assessment is: striated openings on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side "partial deflation of expander, required multiple repeat fills, but the pocket was collapsed due to deflated device". The device has been explanted.